Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the device was not leaking. The customer reported the scope was leaking during a procedure, this may be due to faulty air or aspiration pistons, the pistons were not returned with the scope. Additional findings include the following: the distal end had an uneven edge, the grip / up / down / right / left angle controls were stained, and the electrical safety test was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera ultrasound gastrovideoscope was leaking water into the patient¿s stomach during a procedure. The issue was found during an unspecified procedure, which was completed with the same device. There were no reports of patient harm and no clinical impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leaking device could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.